Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from patient reported that they had poor communication with the programmer and a poor communication screen was seen. The patient was also unable to communicate to the implantable neurostimulator (ins) using the recharger. They had the ins device checked at the hospital today. The last time the patient had a successful recharging session or felt the stimulation was a couple of weeks ago. The patient was going to follow up with their healthcare professional (hcp) for the issue and for a physician mode recharge (pmr). The indications for use for the implanted device were noted as degenerative disc disease and spinal pain. The patient later reported that she did not visit her hcp but visited her orthopedics doctor. The patient was currently waiting for an appointment to try and replace the device. When asked if the device issue was resolved, the patient answered "yes - not communicating."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The device was returned.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (serial number (B)(6)) found that the battery was overdischarged and permanently damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.